Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the common and internal carotid artery with no tortuosity and heavy calcification. A large nav 6 emboshield carotid system was advanced with a 6f non-abbott sheath and deployed at the target lesion when stickiness was felt between the delivery catheter and the filter. The delivery catheter was pulled back under fluoroscopy, and it was observed that the filter was retracting back with the delivery catheter. The delivery catheter was removed from the barewire and the filter was removed in the sheath with the barewire through the tuohy. The procedure was successfully completed with another nav 6 carotid system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.